Event description:
Evaluation summary: the stent was positioned between the marker bands as per specification. Multiple stent struts were raised, damaged and deformed.

Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent through a previously deployed stent in a bifurcation lesion in the lad. The target lesion exhibited moderate tortuosity, calcification and 80% stenosis. The lesion was pre-dilated twice using a 2.5 x 15 mm sprinter rx balloon up to 14 atm's. Seventy percent stenosis remained following pre-dilation. Resistance was encountered advancing the endeavor resolute device to the target lesion and force was used in an effort to advance the device. The device could not cross the lesion and was removed. Stent struts were observed to be damaged on removal. Further lesion pre-dilation was performed and the physician successfully implanted a 2.5 x 24 mm endeavor resolute stent to treat the target lesion. The patient was discharged home in very good condition and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: related to another drug/device (device attempted to be advanced through a previously deployed stent).

Manufacturer narrative:
Results: stent damage, failure to deliver the stent. Target lesion exhibited moderate tortuosity, calcification and 80% stenosis. Conclusions: target lesion exhibited moderate tortuosity, calcification and 80% stenosis. (B)(4). )